Manufacturer narrative:
The stent only was returned for analysis. A visual examination of the stent found no holes other than the suture holes that pass the product specifications requirement. The directions for use for this product states; "the size of the stricture must be accurately calculated to ensure the ideal stent size is used. The wallflex¿ esophageal fully covered stent should bridge the tumor and/or the fistula and should extend >1 cm above and below the stricture or fistula. For stent use with a fistula, it is critical to ensure that the stent completely covers the fistula to avoid leakage and facilitate healing." The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a stent placement procedure to "mid-bridge the gastric-esophageal junction" performed on (B) (6) 2009 (patient age unknown (however over 18 years old), male; weight is unknown). According to the complainant, the stent was originally placed without any complications to seal a fistula. Approximately three weeks later, the patient presented with a leak detected on barium swallow. A small hole in the stent covering was noted just below the proximal flare. The physician removed the stent and the procedure was completed with another wallflex esophageal fully covered stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a stent placement procedure to "mid-bridge the gastric-esophageal junction" performed in 2009. Pt age unk. According to the complainant, the stent was originally placed without any complications to seal a fistula. Approximately three weeks later, the pt presented with a leak detected on barium swallow. A small hole in the stent covering was noted just below the proximal flare. The physician removed the stent and the procedure was completed with another wallflex esophageal fully covered stent. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed.